Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The error log was checked, an error code related to the o2 flow communication was found and an error code related to the o2 proportional valve was found. Evt_o2_flow_drift_high means the o2 flow communication ceased and the sensor is reporting the same value. Evt_obm_valve_failure means the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. The device's system board and oxygen blending module assembly were replaced to address the issues. Additionally, damage to the usb extension cable caused by pinching was confirmed, the usb extension cable was replaced. This issue is not related to the reportable malfunctions/issues.